Event description:
On (B)(6) 2022 it was reported that there was thrill heard by the patient coming from the 31 fr dl cannula. The thrill was occurring during manipulation of the cannula. Small amount micro-bubbles were observed entraining into the circuit. No actions were made by the team at this point of the evening and decided to support the cannula through the night. On (B)(6) 2022 upon my arrival at the hospital, the patient was taken electively to the or for cannula exchange. The exchange happened without issues. Of note: 1. Cannula has been in place for 47 days without manipulation. Cannulation (B)(6) 2022 at 14:08. 2. The patient has been ambulating for several weeks. 3. No alcohol was used per standard care procedures (chg applicators). Cannula notes: 1. Per xxxxxx xxxxx, at site of issue, sutures were used to hold cannula. 2. No heparin was used on patient. 3. Large clots noted in rv ports. 4. Tip of cannula cut per institutional preference.